Manufacturer narrative:
(B)(4).

Event description:
The customer reported that they were not having any issues until they received the 2018 adt patch, after which the device would reboot when performing adt functions. There was no patient incident.